Event description:
Insufflator was plugged in and tested out before the procedure. Unit-zeroed. During procedure silastic tubing on, unit on, no gas delivered. Carbon dioxide tank was not on, so tank was turned to the on position, no gas. Unit turned off, tank off, all valves checked, plug-ins secured. Tank turned on, unit turned on. No gas delivered. Re-set button pushed, no gas. Maintenance called and new tank put on (old one not low). Still did not deliver gas. At this time, a decision to go open cholecystectomy was made. Unit taken out of room by maintenance. Removed top of unit and the machine worked. Co telephoned. Loaner to be sent on 12/2/97. In october, 1996 unit was in for svc, at that time a "valve stuck". Per co, (during conversation in or) rptr, stated to co that unit was an older model and delivered the gas at a slower rate". Never to rptr's knowledge or any other or staff member, can rptr remember this unit not working or failing, nor did rptr ever state that. Independent biomed was in last week and checked this unit and new sticker on. The failure of this unit resulted in an open cholecystectomy for this pt and a cancellation of a second pt who was also scheduled for a laporascopic cholecystectomy.